Event description:
It was reported that an episode of non-sustained lead noise had triggered a patient notifier. Device reprogramming was recommended. The patient was asymptomatic and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.